Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Review of merlin.net transmission revealed, the implantable cardioverter defibrillator exhibited back up vvi mode. The patient stated that they felt the vibratory alert, as well as, diaphragmatic stimulation. Upon interrogation, the back-up vvi mode was confirmed. After reprogramming, the device resumed normal function. There were no further consequences to the patient.